Event description:
Smiths medical international ltd, has been notified of an event that the nurse visited the home care patient and performed suctioning of the upper part of the cuff. After that, the pt's family attempted to perform suctioning but could not. When the tube was replaced it was allegedly found that the suction line had been damaged. Unknown how long tracheostomy tube was in place. No adverse outcome to pt.